Event description:
The advocate stated that the customer tested her blood glucose using her contour meter and received readings between 300-400 mg/dl. An hour later, the customer tested using her lifescan meter and received a reading of 49 mg/dl. The advocate also stated that the customer was not aware that her blood glucose was so low and she passed out. The customer did not require outside medical attention. The advocate stated that she took some pills to raise her glucose. Troubleshooting of the contour system was not possible. The test strips and meter were returned for evaluation. Replacement products were sent to the customer.